Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was caller reported that surgeon had already decided to put a whole new device in because the device wasn't working great and patient was waiting on insurance to approve replacement (caller said she was aware that the implant battery life wasn't up yet). Caller said that surgeon said it (the lead) needed to be moved up higher to include the neck. Caller said device worked at first and was now doing something but not what it used to. Caller didn't know when the device stopped working for patient that device had been working on and off for patient and that stimulation needed to be adjusted. The patient was going to meet with rep to have rep look at system (caller said rep told patient that he was going to look at the system 'online'). Rep reported that they have not heard of any report that the lead needs to be moved higher, the patient had trial and implant done for low back pain and the leads are placed to cover the low back. No issues have been determined. They set up to meet with the patient to reprogram the device on (B)(6), but pt called and said they are going to have to reschedule for another date that hasn't been determined yet.